Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel") and malaise ("sick"). The patient was treated with surgery (she had undergone essure removal surgery in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, allergy to metals and malaise outcome was unknown. The reporter considered allergy to metals, malaise and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following were described in patient¿s social media record: pain, allergy to metals, malaise". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel") and malaise ("sick"). The patient was treated with surgery (she had undergone essure removal surgery in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, allergy to metals and malaise outcome was unknown. The reporter considered allergy to metals, malaise and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following were described in patient¿s social media record: pain, allergy to metals, malaise". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.